Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue . The reporter stated the pump had wear and tear. The reporter stated the screen was damaged and the buttons were nonresponsive. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There is no indication that the device cause or contributed to an adverse event.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 10/9/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump showed some cosmetic defects including worn keypad. On investigation, the display lens was found to be scratched.